Event description:
It was reported that this patient received an inappropriate electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was determined that the shock was due to t-wave oversensing. No additional adverse patient effects were reported. Currently, this electrode remains in service.